Manufacturer narrative:
A review of the mfg and sterilization paperwork has been conducted. The review of the mfg and sterilization records for the device verified that the lot met all pre-release specs. The following add'l devices were involved in this event: lot#8904595 MFR report #2017233-201-00358. Lot #9034698 MFR report #2017233-2011-00361. Lot# 8899761 MFR report #2017233-2011-00359.

Event description:
On (B)(6), 2011, a pt underwent endovascular treatment of a thoracoabdominal aneurysm. It was reported that a visceral bilateral renal artery bypass using four gore hybrid vascular grafts was also performed. The pt tolerated the procedure. It was reported to gore that on an unk date, the pt's renal artery bypass had shut down and the pt had become septic. The pt expired on an unk date. It is unk if an autopsy was performed.